Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 1500 mcg/ml at 225 mcg/day via an implantable pump. It was reported that the patient reported increased pain recently. A dye study was completed in (B)(6) 2024 with no issues found. Patient did report a large weight lose in fall 2024 and had spinal surgery in that timeframe as well. At latest routine pump refill ((B)(6) 2025), an unexpected large amount of medication was removed from the reservoir. This indicated a blockage of the catheter or other issue with the system. No diagnostics or troubleshooting was done after the full reservoir was discovered. Upon opening the pump pocket, it was visually obvious the catheter was twisted and kinked. Physician then turned the pump over 9 times in order to unwind the catheter. The sutures holding the pump in place were found to be broken as well. The entire catheter system was replaced and the issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID: 8784, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type: catheter. Product ID: 8782, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 23-mar-2025, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(6), ubd: 12-jul-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.